Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that pocket infection was observed. The device pocket was very swollen upon inspection before the procedure. The physician did not suspect the infection was due to the device. The device system was explanted. A new device system was implanted on 13 apr 2021. The patient¿s condition was stable.